Event description:
Device received from USA stating that the device was heating up. It is unk if the device was being used in surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There is no additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The device met all performance specifications, including temperature assessment, and no problems were noted. If additional info becomes available, a supplemental report will be sent.